Manufacturer narrative:
G.3 for initial emdr-01015 was inadvertently left blank, the correct date for g.3 in the emdr is 07/may/2021. Visual analysis of the returned device identified: overweight, crease fold and cloudy in the gel. Voids was observed after autoclave disinfection process. The weight report is reviewed, where it is shown that all the weighed units comply with the specified weight based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. The device remains implanted.